Manufacturer narrative:
Pc (B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The lot number provided, obmctt, is invalid. Can you please provide a valid lot number for this event? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020 and suture was used. It was reported that suture broke during sewing muscle. A new like device was used to complete the procedure and there were no adverse patient consequences reported. No further event detail was provided.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 1/05/2021. Additional information was requested and the following was obtained: the lot number provided, obmctt, is invalid. Can you please provide a valid lot number for this event? According to feedback, the lot number is qbmctt. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 01/29/2020. Additional information: h6. A manufacturing record evaluation was performed for the finished device qbmctt, and no non-conformances were identified this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.